Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. -review of the most recent repair record determined the needle bearing was seized, the reciprocation arm was worn, and the control bar was not in the correct position.. The needle bearing and reciprocating arm were replaced and the control bar was recalibrated, and resolved the reported issue. -review of the device history record identified no deviations or anomalies during manufacturing. -device is used for treatment. -a definitive root cause cannot be determined. -the event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(4).

Event description:
The hospital engineering department originally reported that the device was not working properly and there was no patient involvement. It was later reported that the device flakes the skin during collection.